Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer stated that her insulin pump just died without a low batter warning. The customer's blood glucose was 236 mg/dl. The customer stated that she woke up to a blank display. The customer stated that the insulin pump alarmed during normal use. Explained to customer that a battery out alarm during normal use might have indicated a loose battery cap. Customer stated that the battery compartment was damaged, but that the spring is neither damaged nor corroded. Advised customer that a replacement battery cap would be sent. Advised the pump will need to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. Nothing further reported

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).